Event description:
It was reported that a patient presented in-clinic for an unrelated elective procedure. Upon interrogation, the patient's right atrial (ra) lead was found to have exhibited under-sensing and inappropriate pacing output. Examination under x-ray imaging revealed ra lead dislodgement. The ra lead was capped and replaced on (B)(6) 2022. No patient consequences were reported.